Event description:
The device was returned to the field service center for a scheduled preventative maintenance and repair. During service, the ventilator's alarms immediately muted with one short beep. The displayed alarm text would not go away. It is unknown if the ventilator was attached to a pt when the reported problem occurred.

Manufacturer narrative:
This medwatch malfunction report is being filed outside of the thirty-day time frame.